Manufacturer narrative:
Initial and final MDR 1903574 - MDR 3003442380-2024-11822 - device 2 of 2

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6) on (B)(6)2024 and (B)(6)2024, it was reported that patient faced 2 events of infusion set fell off during use. The events occurred within 3 hours to 1 day of insertion. The patient replaced infusion sets and resumed insulin deliveries successfully. No further information was available.